Manufacturer narrative:
(B)(4). This information was inadvertently left off of the initial MFR. Report.

Event description:
It was reported that the patient was seen by the ent and diagnosed with left vocal cord paralysis and will not need a vns revision. It was reported that the vocal cord paralysis may be temporary. The patient is doing physical therapy for the vocal cord paralysis and the ent reported that the neurologist should be able to start ramping up the patient's vns therapy.

Event description:
Initially, it was reported that the patient had a constant cough and she was unable to eat. It was also reported that the patient had no voice from the surgery but has improved. The patient's generator had not yet been programmed on. It was later reported that the physician met with the patient and the patient's voice was better and the coughing was also improving. The patient's generator has not yet been programmed on. Later it was reported that the patient is having discomfort where the leads are presumably when she turned her neck towards the right. It was also stated that the turning motion, with the device off, prompts coughing. The patient was seen again and reported that the generator site was tender. The generator was protruding, but has not extruded through the skin. Due to the complaints of pain at the electrode site and the generator site, coughing to the point of vomiting, and voice alteration, exploratory surgery was performed. The surgeon ran diagnostics with the lead in multiple positions and all measurements were within the acceptable range. The surgeon redid the strain relief loop and tie downs. After the surgery, it was reported by the physician that the coughing had been resolved and the patient's voice is almost back to normal. The pain in the area of the generator was attributed to the scar related to the vicryl suture. The patient's generator has not yet been programmed on, but the patient is once again complaining of voice changes and tightness when turning the neck towards the opposite side previously reported. The patient was referred to an ent for evaluation. No additional relevant information has been received to date.